Manufacturer narrative:
Approximate age of device ¿ 10 days. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the lvad power had been increasing over the prior week with fluctuating flows. The cause of the power and flow elevations was unknown. The patient remained on argatroban infusion. Lactate dehydrogenase was reportedly trending down. The patient was also supported by centrimag rvad support with severe right ventricular (rv) failure. A transesophageal echocardiogram (tee) was performed more for weaning of the rvad. As of (B)(6) 2018 the elevated powers and flows had not resolved and continued to be intermittent. The patient was in the hospital¿s intensive care unit (ICU) with trach and on dialysis with centrimag rvad.

Manufacturer narrative:
Evaluation of the patient¿s submitted log file confirmed pump power elevations; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The log file included data from (B)(6) 2018 to (B)(6) 2018. The pump was set to a fixed speed of 9200 rpm and operated above the low speed limit of 8400 rpm for the duration of the log file. The log file recorded pump power elevations of 8.6 w on (B)(6) 2018, and power elevations of 9.1 w and 10.2 w on (B)(6) 2018. All power elevations occurred during pulsatility index (pi) events. There were no atypical alarms and the log file appeared to show the system operating as intended. The hm ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A direct relationship between the device and the reported right heart failure and elevated ldh could not be conclusively determined through this evaluation. The hmii lvas IFU lists hemolysis and right heart failure as adverse events that may be associated with the heartmate ii left ventricular assist system. The patient remains ongoing on vad support with no further issues reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.